Manufacturer narrative:
Upon further review, it was determined that this medwatch report (3011649314-2023-00746) is a duplicate of medwatch report 3011649314-2023-00712. Therefore, this supplemental report is being submitted to address the duplication and no further information will be provided for this report. Any additional information will be reported in the original medwatch report, 3011649314-2023-00712. CAPA ca-00016. Manufacturer reference: (B)(4).

Manufacturer narrative:
The device has not been returned. Once the device evaluation is completed, a supplemental report will be submitted.

Event description:
Implant #3 was placed on (B)(6) 2023. It was an uneventful healing. There was no pain, swelling or indication of failure. Uncovered the implant on 07/20/2023. Removal of cover screw casued pain to patient. Patient's symptoms resolved after removal. Implant was spinning and removed during removal of cover screw and thus failed to integrate. Hand screw driver for hahn kit was used to remove cover screw. Implant removed with some instrument as cover screw and could not seperate from implant. Patient has a poxycyline allergy and has 3 existing hahn implants in mouth that integrated with out any issues.